Manufacturer narrative:
Batch review performed on 17 march 2021: lot 162380: (B)(4) items manufactured and released on 31-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-jan-2017.

Event description:
4 years and 8 months after primary the surgeon revised the acetuabular components and the ceramic head. The revision surgeon stated that the cup was too much anteverted. The surgery was completed successfully, acetabular components and head revised.